Event description:
It was reported, the patient experienced overdose symptoms post-op due to a programming error. When the new pump and catheter were placed, the dose the patient started back on was too high, and the patient revealed symptoms of overdose. Patient had symptoms of confusion, low blood pressure, and increased loss of tone. The patient was admitted to the hospital. The dose was cut in half and the patient had a decrease in his symptoms. Patient was alive and there was no injury; no adverse event. The pump was delivering baclofen, infumorph and clonidine.

Manufacturer narrative:
Product ID, 8840 product type programmer, physician: product ID, 8780 serial# (B)(4), implanted: 2012 (B)(6). Product type catheter. (B)(4).